Event description:
Reportedly, a message stating that the last shock energy delivered was 0 joules and that the defibrillator system was potentially ineffective was displayed. Preliminary analysis did not reveal any anomaly.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, a message stating that the last shock energy delivered was 0 joules and that the defibrillator system was potentially ineffective was displayed.